Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was charging their ins every 2.5-3 hours every other day and the battery was wearing out. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-dec-08. It was reported that the patient had a new implantable neurostimulator (ins) implanted on 2017 (B)(6). The consumer stated that they considered the issue resolved as they were able to get in touch with and work with a manufacturer representative. It was further reported on 2017 (B)(6) that the battery issues were due to the age of the implant, as the patient had the device for almost 10 years and it was time for it to start running out. The consumer stated that the new ins was working great. No further complications were reported or anticipated.